Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee iii floor system. The user reported that during an emergency patient procedure, x-ray could not be released. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available. The device listed in section d of this report is not an FDA 510(k) cleared medical device but is similar to the artis zee device which is cleared in the united states under k181407.

Manufacturer narrative:
Siemens was unable to conduct a thorough investigation of the reported issue as siemens local service had not been involved and the customer had not provided log files or further necessary information. Due to the above circumstances, the reported issue was evaluated on the basis of the available data and expert opinion. A possible general error, which would require corrective action of the installed base, could not be identified by the investigation.